Event description:
The pt was being transferred from the chair to the bed. As the chair was being moved away with the pt in the sling, the clip on the sling on the pt's right hand side fell off the spreader bar and the pt fell to the floor. The pt was not injured but was shocked.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer (B)(4). On behalf of the importer (B)(6). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handed by (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.